Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was not meshing. There was no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00993. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged and the calibration was out. The comb was replaced and the unit was calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the tolerance stack-up revealed that the carrier could interfere with the comb resulting in deformation of the comb. The comb is a thin stainless steel component and is not always resistant to deformation when interference conditions are presented. There is no mechanism for repeatable cutter installation and removal. Installation and removal of the cutter where the blades catch the tines of the comb can result in deformation to both the comb tines and cutter blades the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.